Manufacturer narrative:
This information is based entirely on journal literature and follow up information received. This event occurred outside the us. All information provided is included in this report. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Specific cause of death has been requested and was not received by the time of this report. Referenced article: pulmonary fluid overload monitoring in heart failure patients with single and dual chamber defibrillators. J. Cardiovasc. Med. 2014;15(4):307-314. Patient codes : c28554 device codes : c62826 c62932 c63010

Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD). Failure modes in the article were noted as: ¿false positive heart failure episodes,¿ urgent heart transplantation, and deaths. It was also noted that the alerts were turned off for some patients. Some patients reacted to the alerts by ¿self-adjusting¿ their medications, and some patients did not hear the alerts. Additional information obtained through follow up with the author indicated that the patient expired due to not classified-death. Additional specifics regarding death have been requested.